Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.final analysis found insulation abrasion at 8.7 cm to 9cm from the connector pin. The abrasion was consistent with constant friction to another implantable device. This likely contributed to reported complaint of noise.

Event description:
It was reported that the atrial lead exhibited noise. An x-ray revealed the lead was kinked. A portion of the lead was explanted on (B)(6) 2014.